Event description:
Ous MDR - after an implantation time of about 22 months, it was reported that the ICD delivered about 30-40 shocks since (B)(6) 2011 due to oversensing. At the time of the explantation, the ICD had reached the eos state. The lead could, unfortunately, not be explanted together with the ICD. The date of implant was not provided.

Manufacturer narrative:
Ous MDR.